Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified medication via a plum bump. It was reported that the tubing set was primed and the cassette of the tubing set was loaded in a plum pump. No specific programming parameters were provided. It was reported that after the delivery was started, no flow of solution was noted. The customer contact indicated that the tubing set was then loaded into a second plum pump. It was reported that after the delivery was started, no flow of solution was again noted. The tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.